Event description:
According to the reporter, while resecting the stomach fundus during a laparoscopic sleeve gastrectomy procedure on (B)(6) 2017, a malformation occurred at the blue cartridge on the stomach staple line about 5 mm long. Openness was seen and bleeding occurred due to this openness. The surgical time was extended 30 minutes or more and the incision was extended as well due to the malformation and bleeding. The problem part was closed and the bleeding was resolved after endoscopic suturing. The patient was alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, the staple line was incomplete. The staples did not catch both side of the stomach. The staples did not form and looked crushed on the anterior side of the stomach.